Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error occurred on a homechoice device during automated peritoneal dialysis therapy. The nurse indicated that cassettes from the same batch worked on other homechoice devices. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.